Event description:
It was reported to olympus that the endoscope was not going through the washer because the channel was partially blocked in the colonovideoscope. This was discovered during reprocessing. There were no reports of a delay or patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the jet channel was clogged by a solid plastic material. Additional information was requested and should additional relevant information become available, a supplemental report will be submitted.

Event description:
Correction to information provided in the initial report: it was observed that during the device inspection, the colonovideoscope exhibited the jet channel clogged by solid unspecified plastic material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. G3 - initial report awareness date should be february 22, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified solid plastic material (could be a parts of a non-olympus cleaning brush) clogged auxiliary water channel could not be determined since whether there was deviation from instructions for use on reprocessing steps for the auxiliary water channel was unknown, and no physical damage of the device was confirmed at where the foreign material was remained. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.